Event description:
Additional information received reported the device manufacturer representative thought the pump was taken to pathology at the hospital in which case she wouldn¿t be able to get the pump back. Thedevice manufacturer representative did plan to check to see what she had and would send in a device if she had it. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n183148001, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a feedthru anomaly of the motor, shorting across the insulator was seen.

Event description:
It was reported there was a stalled pump. The event occurred during normal use. It was unknown if the motor stall recovered. The event required explant of the pump. The system was being used to deliver baclofen and morphine. It was noted there was normal battery depletion. The catheter was revised and a back table prime of the new pump with fresh drug was performed. It was unknown if there were any symptoms or complications associated with the event. The patient status at the time of the report was ¿alive- no injury.¿ the pump logs showed that a reset had occurred and the pump was in safe state. A motor stall occurred and the ¿stopped pump period may exceed tube set¿ message was noted. The elective replacement indicator (eri) was in 16 months.